Event description:
The customer reported that the monitor is alarming at any bedside but not at the philips information center ix. The device was in use on a patient. There was no report of patient or user harm.